Event description:
During a coronary stent procedure, the stent dislodged and the shaft of the delivery device broke during removal. The physician inflated the liberte' bare monorail 32/3.0 mm to 4 atm's and was unable to inflate any further. The physician than elected to remove the entire system. However, during removal the stent dislodged and remained partially deployed in the artery. While withdrawing the delivery device, the shaft broke. The physician was able to remove both pieces (complete catheter) successfully. Eventually, the physician used various maverick balloons, and a second liberte' stent, to successfully deploy the liberte' bare monorail 32/3.0 mm. No pt injuries or complications were reported.